Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose displayed "low" on the cgm graph. Customer addressed low blood glucose by consuming carbohydrates. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.